Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was opened during preparation for a uterus prolapse repair procedure.according to the complainant, when the device was removed from its package, the mesh material appeared to be defective. It was reported that the mesh material was clumped together suggesting that the device was unusable. It is unknown whether there were any visible defects noted to the packaging of the device.the physician completed the procedure with another advantage fit sling with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.the device was returned with the delivery device inserted into one of the blue dilators of the mesh assembly. The dilator appears as though it was forced onto the delivery device during preparation as evidenced by the tool marks on the distal end of the dilator. Visual analysis of the device revealed blood residue at the base of the dilator indicating that the device had been used. The dilator tube attached to the delivery device had severe bunching at the distal end. No other defects were noted to the device. Handling damage contributed to this event.